Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have had a stroke while using the device. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to have had a stroke while using the device. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. And also observed an insect inside the bottom enclosure. Liquid ingress was observed on the blower, blower box. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination and liquid ingress in the device and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.